Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit battery alarmed after twenty minutes of use. There was no patient harm reported.

Manufacturer narrative:
Additional customer contact phone: (B)(6). A getinge field service engineer (fse) failure observed by end user ¿low battery alarming after 20 minutes of use¿ performed battery run test and passed battery run time. Could not duplicate customer failure. Informed (B)(6) of biomed battery could take up to 17 hours to fully charge. Unit passed all functional and safety tests per factory specifications, returned to customer no patient harm reported. The equipment was cleared for customer use.